Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a thermal ablation on (B)(6) 2011. Postoperatively the patient experienced severe cramping and an odorous yellow and beige discharge on (B)(6) 011. The physician did not call back so the patient took a percocet for the cramping. Additional information has been requested.